Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Under water pressure testing was also performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed on a homechoice cassette; further described by the patient as ¿black foreign substance found on four prong cassette¿. This was identified before use. There was no patient injury or medical intervention associated with this event. No additional information is available.